Event description:
It was reported that during an unk procedure, the blade tiip broke off the lcsc5ha during activation. The tip was retrieved through a trocar. There was no adverse consequence to the patient. One device will be returned.